Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call placed to technical services on (B)(6) 2017 stating that the health care professional was informed of mv chop and technical services observed lead impedance spikes.? The physician was (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)